Event description:
The complaint is reported as: upon inspection of the blade after opening, the blade was broken. No patient injury or delay in treatment reported.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.